Manufacturer narrative:
Document review performed by the manufacturer on 10 november 2015: this lot was released on (B)(6) 2014. The number of pieces released was (B)(4). All steps, according our routing sheet and relative drawing, have been performed correctly as well as the dimensional and functional controls. This is the first time that we receive a similar complaint of this batch. We never received similar complaints on this type of product.

Event description:
While the surgeon was drilling a screw hole for the mpact cup the drill bit broke. The drill bit sat flush with the patient's bone and did not interfere with the liner or cup. The surgeon decided that the best option was to leave the drill bit inside the patient. The drill bit prevented the screw from being inserted. The half of the drill bit not in the patient will be returned x-rays are not available

Manufacturer narrative:
On 12 july 2016, hpf (manufacturer of the device) performed a visual inspection of the retrieved instrument and commented as follows: the device is broken: we had others similar complaints regarding this product but the first of this batch. The dimensions of the device are conforms to applicable specifications. The rupture it analyzing with a microscope and there isn't signs of cracks on the material. We can suppose that the rupture should be caused by a drill flexion during the use which has led to the breakdown the device. Considering that it isn't the first time that happens a break on this type of device, hpf have decided to open a new project for improve the drills. On 26 july 2016 it was prepared a final report with the information submitted in this report and in the previous ones. On the same date the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 11 nov 2015 we received the batch review of the lot involved in the case: this lot was released on 09th september 2014. The number of pieces released was (B)(4). All steps, according our routing sheet and relative drawing, have been performed correctly as well as the dimensional and functional controls. This is the first time that we receive a similar complaint of this batch. We never received similar complaints on this type of product. There aren't non conformity elements in the documental review. On 03 december 2015 we have been informed that the item will be not available for investigation. On 08 december 2015 it was prepared a final report with the information reported in the initial report and here above. On 11 december 2015 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 23.feb.2016 the piece returned and the complaint was re-opened. Inspection made by (B)(4) project manager on 24 march 2016: the bayonet drill was broken, the cause of the breaking might be an excess of flexion during its use . The manufacturer will be contacted.